Event description:
The materials manager reported that the tip of the roller electrode fell off into the pt's urethra during a trans urethral resection. The piece was retrieved and the procedure was completed with a second electrode. There was no pt injury.

Manufacturer narrative:
The original equipment MFR ("OEM") evaluated the device and confirmed that the insulation of the wires and the wires on the device were melted. Since the hosp was unable to provide info regarding the electro surgical unit and the settings used for cut and coag during the procedure, the OEM assumed that very high settings of the generator led to the damages of the insulation and wires since they were able to recreate the phenomenon in the lab under extreme settings. In conclusion, the OEM reported that the resistance of the electrode against high generator settins by enforcing the wires has been improved. The complaint has been closed.